Manufacturer narrative:
Product ID 3889-28, lot# va0k85w, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0k85w, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had multiple problems and revision with her leads. Patient stated that now her leads had migrated. Patient were not sure if it¿s that the device or both again. Patient stated, the stimulation was in the wrong location. Patient stated, she feels the stimulation in the legs not in the vaginal/rectal area. Her symptoms returned. The upcoming revision was no fault of her own. Patient does not know if the device will be revised or replaced yet. The leads need to be changed and switched to a different side. Additional information received reports the reason for patient¿s call was regarding the patient has a surgery coming up a couple of months from now. She had had a lot of issues year after year; other than last year. The patient can¿t control if the lead pulls out or migrates or the device stops working. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient via the manufacturers representative reported that she had her system replaced on (B)(6) 2015 and was doing ok. She was told that the device had turned on itself and the lead was coiled.